Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: on examination, the battery compartment was noted to be cracked from the grip to the case seal. There was moisture corrosion visible inside the battery compartment. A battery cap was not returned with the pump for investigation; a test battery cap was used for testing. A leak test was performed with no resultant moisture ingress. The pump was opened for investigation and revealed moisture corrosion on the internal battery cylinder and along the printed circuit board located next to the battery cylinder.